Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the lot number? Was there any adverse consequence associated with the patient? According to feedback from sales, all answers above are unobtainable.

Event description:
It was reported that a patient underwent high ligation, stripping of the left great saphenous vein under spinal anesthesia on (B)(6) 2021 and suture was used. During the procedure, while knotting, the suture broke. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.